Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 04 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material near the forceps stand remained due to physical damage (leakage failure due to pinhole at curved rubber) because of which the foreign material may not have been removed even though reprocessing was conducted properly. However, a definite root cause that led to both the malfunctions could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited foreign object near the forceps stand (wire) and tip part peeled off. There were no reports of patient involvement.